Manufacturer narrative:
Technical services (ts) discussed reasons for the lead safety switch. The ts consultant refuted the notion of fracture and believed the performance issues with the lead were likely due to an insulation breech rather than a fracture. Attempts to obtain additional information regarding the fracture allegation were unsuccessful. If additional information becomes available, this event will be updated. This lead was later explanted for an unspecified reason and the proximal segment only was returned. Upon receipt at our post market quality assurance laboratory visual observation noted that the lead was severed 57mm from the terminal pin and set screw marks were observed on the terminal pin and ring. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis concluded that the returned lead segment met specifications.

Event description:
Boston scientific crm received information that the lead safety switch feature switched this atrial lead to unipolar configuration due to low impedances measurements. Additional information noted a clinician suspected conductor fracture with this lead. The lead has exhibited varying impedances (240 ohms up to 700 ohms), varying sensing measurements, noise, and high thresholds. The device was programmed to vvir mode to avoid any possible tracking of the noise. The patient was noted with dizziness, however, no serious adverse patient effects were reported.